Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing was loose, was not connected to the cannula. Therefore, he did not use the set as it was packaged in this manner. Moreover, it was stated that the tubing had detached at the quick release and it came out of the box this way. No further information available.

Event description:
On (B)(6) 2020: follow up information was submitted for lot number, expiration date and result of complaint investigation of the returned used device (1 set) showed that the glue in the tubing connector was missing. Based on the result: method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing was loose, was not connected to the cannula. Therefore, he did not use the set as it was packaged in this manner. Moreover, it was stated that the tubing had detached at the quick release and it came out of the box this way. No further information available.